Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt and the device did not cut. The surgeon resected the tissue at the application site. The hospital has reported no pt injury occurred.